Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. Furthermore, rv lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.